Manufacturer narrative:
The account found the external bed exit buzzer is stuck. The account stated they tapped on the external bed exit buzzer and it started to function, the bed was placed back in service. Based on this information, no further action is required.

Event description:
The account reported that when the nurse call is pressed it sends a call to the nurse's station but it does not alarm locally at the bed. No patient injury reported.